Event description:
It was reported that this electrode exhibited oversensing. In clinical testing was able to reproduce oversensing in all three sensing vectors. An x-ray was performed and upon review it appeared the electrode had a sharp bend exiting the device header. A possible electrode fracture was discussed and replacement was recommended. The electrode was subsequently explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the region approximately 2.2 centimeters (cm) from the terminal pin. An x-ray of the electrode confirmed the inner conductor coil was fractured in the area of the observed curve. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed oversensing.

Event description:
It was reported that this electrode exhibited oversensing. In clinical testing was able to reproduce oversensing in all three sensing vectors. An x-ray was performed and upon review it appeared the electrode had a sharp bend exiting the device header. A possible electrode fracture was discussed and replacement was recommended. The electrode was subsequently explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.